Event description:
Heparin drip ordered increased to 1150 units. Pump changed to accommodate new volume, set at 11.5. After 4 hrs pump reads that there was 100cc volume left in bag, however there was only 30cc left in bag. Bag hung initially at 2100, 250cc volume bag. Bag should have lasted until 1800 next day. When aware of problem heparin drip discontinued. Urine "cherry tinged." Ptt ordered - was 200.